Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a leak from the homechoice cassette due to a connection issue between the line and a solution bag. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver (cg) stated that the patient was asleep when they heard the solution was leaking out of the bag. The cg stated that they found the connection to the bag was too loose and it disconnected. The cg was assisted with ending the therapy and they were going to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.